Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no images provided and very limited information, why difficult to comment on the perforation. No evidence to suggest that this devise was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2012, the filter was placed in ivc in another hospital. Follow-up CT taken in current hospital (B)(6) showed image that one of the filter legs looked to have perforated ivc. The patient had no symptoms such as abdominal pain, so the physician decided to take a wait-and-see approach. Patient outcome: there has been no adverse effects to the patient.